Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2015, the subject pacemaker was implanted with two beflex leads. On (B)(6) 2018, it has been reported that this patient is in the hospital because of presyncope. It was reported that physicians found a significant increase in the rv threshold (2v during 1ms) on (B)(6) 2018 whereas it was within normal range (0.5v during 0.35ms) in (B)(6). Lead impedance curves were found stable without significant changes. The avb episode dated (B)(6) 2018 is suspicious ventricular capture failure and the avbiii episode dated (B)(6) 2018 - 17h40 shown a strange pattern on the atrial lead. Reportedly, during the re-intervention procedure, the physician decided to abandon the ventricular lead and implant a new ventricular lead.